Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va031gh, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had the device removed ¿a couple of days ago.¿ the reporter stated that the patient told him that her device was causing her pain and was removed because it was ¿dead and not working.¿ the reporter did not know why the device died or when it happened. The reporter noted that the patient¿s discussion of the situation after her recent implant was not entirely clear because she was ¿still out of it.¿ eight days later it was reported that the reporter talked to the patient post-operatively. The patient indicated that she had some pain and did know if it had to do with the device. When doctor came in, the patient stated that she was experiencing pain due to the ¿mesh¿ that was inside of her. It was not clear if the pain was caused by the ¿mesh¿ or the device. The reporter was not sure if this was considered normal battery depletion, but noted that the doctor did not mention anything about suspecting a malfunction. Additional information was requested, but was not available as of the date of this report.